Event description:
It was reported that a homechoice device experienced an unspecified alarm while used with a pediatric set. The patient was connected at the time of the alarm. This occurred during set-up of peritoneal dialysis therapy. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). A companion sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed with no issues noted. A short simulated therapy was successfully performed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.